Event description:
It was reported that after priming, the customer removed the cap and tried to connect the circuit to the indwelling needle, but it was unable to connect due to a clear-like unk material on the tip. Customer put the cap back on and pulled off the cap by twisting it, then the unk material was removed. Customer could connect the device. No pt complications were reported.

Manufacturer narrative:
Device not returned.